Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device 6813548 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: malposition. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old african american female who underwent primary breast augmentation with a 535cc mentor memorygel breast implant experienced spontaneous right sided rupture, right sided baker grade iii capsular contracture, right sided lymphadenopathy, and left sided malposition post procedure. The issues were discovered through ultrasound. The lymphadenopathy was under the armpit. As a result, explant and replacement with 545cc mentor memorygel boost breast implants was performed on (B)(6) 2023. The right sided issues were reported initially under 1645337-2023-03083. On july 28, 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.